Event description:
It was reported that a pump was alarming for a downstream occlusion. There was no patient incident.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The reported symptom downstream occlusion was confirmed but could not be reproduced. The downstream sensor circuit current reading was found to have an elevated signal level with a loaded set. This causes downstream occlusion alarms. As a result, the unit was calibrated to ensure detection.